Event description:
A 24g catheter broke off in baby's arm. Catheter was being used as an arterial line. It was noted by the nurse to be leaking at the hub, upon removing tape to check the site and remove the catheter, the catheter broke just below the hub. Infant was transferred to (B) (6) medical center for evaluation to determine if removal of retained portion was possible. Surgical intervention has not taken place at this point in time. Diagnosis or reason for use: premature birth, used for arterial line monitoring. Event abated after use stopped or dose reduced?: no.